Event description:
It was reported that at the clinic, the programmer screen showed error code 20-07-08 with a message stating: "a safety mechanism has triggered the backup mode. The pacemaker succeeded in immediately restoring all programmed settings to their previous values." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s.